Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device was an attempted implant due to undersensing. A different device was implanted successfully. The device is expected to be returned for analysis. No adverse patient effectsreported.

Manufacturer narrative:
This device has not been returned; therefore a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident.